Event description:
G [gastric] tube ballon burst. G tube placed on [redacted] by dr [redacted] at ir [interventional radiology] [redacted]. "Successful placement of a 16 french may gastrostomy tube." On [[redacted] -24 days after g tube was placed- we started bolus feeding. Pt received 3 doses of bolus feeding. 500ml each time. At around 1800 on [redacted] -that same day- pt called nurse and said he was wet. Nurse lift gown and noticed g tube completely out with balloon torn and deflated. Called dr [redacted]. Called radiology department. Obtained orders to place foley to save the track. Called ICU code nurse to help us. ICU nurse was not able to introduce foley as track as nearly closed. Called dr [redacted] back and she called dr [redacted], [redacted] for a surgical consult.